Event description:
I am a doctor of medicine. On (B)(6) 2017 my mother had a vp shunt operation for nph. Medtronic strata mr valve was used for the procedure. The shunt was adjusted to 1.5 during the operation and it was lowered to 1.00 on the second day after the operation. But we did not see any improvement though there was marked improvement in her walking after an lp before the operation. Two months later I took her to her neurosurgeon and informed them about the situation. But they told us to wait. While we were waiting for my mother to get better, she fell backwards and broke her hip. At the hospital where my mother had surgery for her hip fracture, a neurosurgeon warned us that was not working as we had not seen any improvement at all. But still our neurosurgeon refused the fact that there could be a problem with the shunt. A month ago the shunt was adjusted to 0.5. Next day an lp was performed emptying 15ml of csf. In the morning of the third day, on the way to brain CT scanning there was marked improvement in her walking. But a week after the lp my mother¿s walking almost stopped. She had apathy. She was lethargic, sleeping for most of the day. In short, she was much worse compared to her preadjustment state. A neurologist saw her at home and told us that it looked like there is a problem with the shunt. A neurosurgeon recommended self pumping the shunt which seems to help with her cognition and walking. I now learned that medtronic announced a class 1 recall for the strata mr valve. I talked to a neurosurgeon and he recommended a revision operation and we will be going for it. I sent medtronic several emails asking the following questions: is it possible to confirm the accurate pressure level setting of the strata mr valve radiographically? If incorrect alignment and or centering techniques have twice been practiced during the two adjustments, is it still possible to correct it by practicing the recommended technique now before going for a revision operation? But they have not answered me.